Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer stated they did not expose the insulin pump to moisture. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was received with intermittent esc/act buttons response due to corroded keypad traces. No button error alarm noted during testing. Keypad connector was fully locked.